Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the pump was hot to the touch despite being in room-temperature conditions. There was no reported impact to the customer¿s blood glucose level. The customer declined to provide additional information and declined follow up from tandem technical support.